Event description:
Incorrect behavior - no stance phase resistance (free knee) the patient knee is locking up randomly, and has caused falls, the worse one, the patient was working on his farm the knee went into free swing and the patient tore his meniscus and had to have surgery to repair damage the patient fell, tore meniscus, had to have surgery no change to weight or activity. Practitioner only had that he was working and fell but not exact activity.